Event description:
Dealer states that while the consumer is sitting in the chair and tries to tilt it, the seat allegedly falls off the track when there is weight in the chair. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model (B)(4) - serial number/date (B)(4) is approximately 4 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.